Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device reported several false asystole detections and recordings on home monitoring between (B)(6) 2019 and (B)(6) 2020. Interrogation was attempted on (B)(6), but was unsuccessful. The location of the device could not be confirmed by palpation. No surgical intervention occurred at the time. On (B)(6), it was reported that the device had externalized on an unknown date and is no longer in the body. A new device has not been implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The biomonitor iii was received and analyzed. The quality documents accompanying the manufacturing process for this device were r-investigated and all production steps were performed accordingly. A visual inspection of the device showed no anomalies. The device was interrogated successfully and its memory content was inspected. The data show a complete loss of signal since 23-dec-2019, thus confirming the clinical observation. Presumably, this was due to a loss contact with the surrounding tissue, preceding the reported externalization. Finally, a sensing test was performed. The device sensed the attached heart signals free of noise. In conclusion, the implant could be interrogated. The reported false asystole detections were presumably caused by a loss of contact with the tissue followed by a complete externalization of the device. There is no indication of a device malfunction.